Event description:
While infusing dobutamine, aprotinin, and propofol, all four channels of the IV pump shut down and the screen read channel malfunction. There were red and orange lights lit up on all channels. New pump obtained and drips restarted.